Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and calcified circumflex artery. A promus element plus 2.25x20mm stent was selected and advanced to treat the target lesion. Stent was unable to cross the lesion. The stent "slipped back off" the balloon but stayed on balloon shaft. The stent was removed with the balloon. The procedure as completed with a different device. No patient complications were reported and the patient's status was good.